Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that he was unable to set the code on his one touch ultra meter. The patient said the meter code did not change when the "c" button was depressed. He said he had been unable to test with the reported meter for one week prior to calling lfs because he could not change the meter code. He continued to take his usual daily diabetes medication: amaryl once a day and 60 units of novolog insulin before his evening meal. He began to feel weak and sleepy one day earlier and was unable to set the meter code. The patient went to the emergency room to have his blood glucose level checked. A result between 389 and 400 mg/dl was obtained on the ER device. The patient was treated with an injection of novolog insulin, 60 units and advised to adjust his diet. The customer care advocate (cca) was unable to resolve the code setting issue with the reported meter. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to set the meter code and did not receive a meter result for one week. He developed symptoms that suggested hyperglycemia, a hyperglycemic reading was obtained in the ER, and the patient was treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.